Event description:
It was reported that the atrial lead exhibited noise, loss of capture and an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - over sensing.